Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered recurrence of incontinence, painful sexual intercourse, feeling of mesh protruding, chronic vaginal pain, recurring infections, and bleeding. No further information has been provided.